Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 5.0/3.2. The pt's coumadin was held and he was advised to eat a salad and sweet potato. The device was replaced and requested to be returned for eval.